Event description:
A customer reported receiving occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. No frequent or recurring occlusion issues were noted, and no additional assistance was necessary.